Manufacturer narrative:
(B)(4). This is a report of a use error, where there was a partial swap out of supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a slow flow drain alarm, a technical services representative (tsr) discovered that a home patient (hp) had disconnected and reconnected solution bags in attempt to correct an incorrect set-up. The process step was drain one and the patient was connected at the time of the event. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.